Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. Review of system log file could not confirm the host pc malfunction. Upon troubleshooting, fse found host pc was defective. The philips engineer replaced host pc, reinstalled software, configured settings and adjustments. The defective part was sent for further analysis to philips. The failure analysis confirmed that host pc failed memory check. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting normally. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and hard disk, reinstalled the software and returned the system to use in good working order.